Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the procedure and vessel closure were uneventful and the patient was discharged. A week later, the patient came back with leg pain and no leg pulse. An angiogram performed showed very slow flow and the clip had captured the arterial back wall. Surgery was performed to open up the artery and the clip was removed. There were no adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The age of the patient who was reportedly in her sixties. The patient weight was average. Report received indicated the procedure was performed about 2 weeks ago from the date it was reported to the manufacturer representative. The date of (B)(6) 2011 is being used as the best estimate date. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.